Event description:
On (B)(6) 2015, the reporter contacted animas alleging a casing condition issue. The reporter stated that there was a crack in the battery compartment. No additional information was available. There was no adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/03/2015 as follows: the top of the battery compartment was found to be cracked. Unrelated to the initial complaint, the display was found to be dim and pink. The returned battery cap was used during testing and was able to be fully tightened. There was no damage or peeling to the keypad, however, the contrast key was intermittently unresponsive to testing; the ok, up, and down keys were working. The keypad was removed for further investigation and contamination was found under all the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).